Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "vessel sealer was not sealing properly." The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the instrument logs for the 8mm,vessel sealer extend (480422-01/l90220508-0020) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted sigmoid colectomy surgical procedure, performed on system (B)(4). This is a single use instrument. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. No images or video were submitted for review. This complaint is reportable due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) was not sealing properly. The instrument was replaced with a backup instrument to resolve the issue and proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Refer to field h9 for the corrected information.

Event description:
Refer to h10/h11 for follow-up information.